Event description:
It was reported that the health care professional (hcp) could not interrogate the device. Technical services (ts) was contacted, and ts aided in troubleshooting efforts, but ultimately the device could not be interrogated. The device was later explanted due to product performance issues. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) could not interrogate the device. Technical services (ts) was contacted, and ts aided in troubleshooting efforts, but ultimately the device could not be interrogated. The device was later explanted due to product performance issues. No additional adverse patient effects were reported. Additional information was received indicating the device was in safety mode. The device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the health care professional (hcp) could not interrogate the device. Technical services (ts) was contacted, and ts aided in troubleshooting efforts, but ultimately the device could not be interrogated. The device was later explanted due to product performance issues. No additional adverse patient effects were reported. Additional information was received indicating the device was in safety mode. The device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) could not interrogate the device. Technical services (ts) was contacted, and ts aided in troubleshooting efforts, but ultimately the device could not be interrogated. The device was later explanted due to product performance issues. No additional adverse patient effects were reported. Additional information was received indicating the device was in safety mode. The device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.